Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be activated. Also, the device did not suction and irrigate. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned in good physical condition. The device was tested for continuity and was found to be conforming, it activated and performed as intended. It could not be determined why the device reportedly malfunctioned. The reported issues of suction and irrigation are not related to the shaft portion of the probe plus product

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.